Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported speaker no/low volume, which was reproduced during evaluation. Visual inspection found the cause was a loose speaker on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no/ low speaker volume. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.